Manufacturer narrative:
The reported failure of the machine flow sensor is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy evo ventilator was reported to have a ventilator service required alarm occur. There was no harm or injury reported. In response to the customer's report of the ventilator service required alarm, the philips sales representative arrived at the patient's home and was able to confirm the reported alarm. The philips sales representative replaced the device for the patient. The device was returned to the manufacturer's repair center for evaluation. On evaluation, the ventilator service required alarm reported by the customer was not duplicated during operational checking. Investigation of the device's error log revealed record of error code e-384 indicating the device software detected a large pressure drop between the monitor and outlet pressure sensors. Therefore, internal checking was performed, and it was confirmed that the flow sensor mesh was contaminated. It is considered that the pressure difference was caused by the impact of the contamination. The machine flow sensor was replaced to address the issue. Additional findings not related to the malfunction/issue: the air pathway parts were replaced in consideration of the contamination noted.